Event description:
The customer was hospitalized due to high blood glucose. The customer was treated with the insulin pump and manual injections. The blood glucose reading at the time of the event was 400 mg/dl. Prior to the event, the customer said she did not understand the pump operations. The customer said that the insulin pump was operating correctly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.